Manufacturer narrative:
(B)(4).

Event description:
Additional review determined this event was also reported in manufacturer report #6000032-2013-00117. Any additional information received regarding this event will be reported under this manufacturing report number. Manufacturer report #6000032-2013-00117 also included a statement that ¿the device had not worked for many years and it was still in the patient. The patient still has lots of pain in left leg and foot¿; however, additional review determined that information does not pertain to this event or device.

Manufacturer narrative:
(B)(4).

Event description:
It was stated that the device failed, that it "blew a fuse or something." It was replaced. Further info is being requested at this time.